Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that the needle of the sensor could not be dislodged after insertion. The customer also reported getting struck by the needle after the needle came out. No additional information was provided.